Manufacturer narrative:
The customer reported that the rns device had low audio volume and was also only displaying ECG numerics, no waveform. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the rns device had low audio volume and was also only displaying ECG numerics, no waveform.